Event description:
In 2008, a clinical incident involving a super turbovac was reported to arthrocare corp. The reported incident involved a shoulder arthroscopy procedure in which the pt sustained a 4 cm x 4cm second degree burn located below portal. The burn was treated with topical silvadene. The pt's burn is reported to have completely healed and no further reported complications. It was also reported the suction line was not hooked up, and the saline was allowed to run out of cannula onto pt's skin resulting in the pt burn.

Manufacturer narrative:
Patient was described as an elderly female and exact age not disclosed. An approximate age is provided. The device was not returned for investigation and a complete investigation cannot be performed. It was reported the device suction line was not hooked up and the saline was allowed to run out of the cannula onto the pt's skin . The burn was likely due to inadequate control of the irrigation fluid. The instructions for use of the device instructs that the end-user to attach the suction line to standard hosp equipment to adjust vacuum to 200 to 400 mm hg prior to use. The instruction for use also provides the following warnings: " failure to provide proper suction may result in physician or pt thermal injury." And when using wands, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage or thermal injury.